Manufacturer narrative:
(B)(4). A specific device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that the facility has concerns that secondary infusions are not being delivered due to the nurses neglecting to open the roller clamp on the secondary IV set. The pump continues to deliver from the primary IV container and the secondary medication is not delivered. This occurs due to user error and there have been no patient injuries.